Event description:
It was reported that, "dr. (B)(6) called requesting a recall inquiry on this pt's implants. He is not the implant surgeon but was processing a request for the pt. The pt claimed that his implants were part of a recall and complained of pain so this per is being submitted with very limited info."

Manufacturer narrative:
No further info is available. If additional info becomes available, it will be submitted in a supplemental report.